Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the surveillance on the neuro ICU was rebooting. This was determined to be due to the 2018 adt reboot issue. There was no patient incident.